Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The subject device was not returned to legal manufacture, however based on the results of the investigation, it is likely the following led to the malfunction: -in general, the displaying of e433 can have a considerable number of causes. If e433 is displayed sporadically (temporarily), no further action needs to be taken. If it is displayed more often, it is recommended from experience to test the generator board, the hvps-board, the motherboard and relay board in another esg-400 and replace them, if necessary. Only rarely more than one component is defective. Also an improper handling of the device by the customer cannot be excluded entirely in case of this error pattern. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation and will not be. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility or customer.

Event description:
The customer reported to olympus that the hf unit "esg-400" had an error e433. There was no procedure involved with the device and a similar one was used to later do the procedure. There were no reports of patient harm.